Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that this event took place on (B)(6) 2022. Reportedly, this happened while preparation for a therapeutic celiocsopy procedure.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera 4k uhd camera control unit was not displaying an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. No image output was actually caused by the customer's defective camera head. No defects confirmed. The device status check has been completed and there are no errors. No loss of image function has been observed. Olympus will continue to monitor field performance for this device.